Event description:
Customer alleges the head section will not lower.

Manufacturer narrative:
The head drive was found to be defective. Hill-rom has attempted to f/u with the customer to ensure resolution. However, no other info has been obtained at this time.